Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and then a 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed and released successfully. There were no issues during the case or immediately post implant. There was no evidence of pericardial effusion at baseline or at the conclusion of the case. The next day prior to discharge, transthoracic echocardiogram (tte) was performed and a small pericardial effusion was observed. No intervention was performed. No further patient complications were reported.